Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices fired too far into the aorta. The hospital could not provide info on pt effects or how the procedure was completed.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).